Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 malfunctioned and wasn't providing continuous energy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g4, g7, h2, h10. Corrected section: h10. Trackwise (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device was returned to the factory on (B)(6) 2020. An investigation was conducted on (B)(6) 2020. A visual inspection was conducted. Signs of clinical use and no blood was observed. The heater wire was observed to be flexed at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. The clear silicone insulation on both the cold and hot jaws was observed to be intact, no visual defects were observed. The device was evaluated for electrical/cautery function. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The jaws were cleaned of debris and char gently with saline and gauze pad as indicated in the instructions for use. We were unable to observe any electrical issues or failure to energize for the complaint unit during our testing. A temperature and resistance test was conducted to evaluate the device function. The resistance value was measured at 0.68 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device, the reported failure ¿electrical issue" is not confirmed but was confirmed for the analyzed failure "material twisted/bent wire".

Manufacturer narrative:
Trackwise: (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device was returned to the factory on 08/20/2020. An investigation was conducted on 08/27/2020. A visual inspection was conducted. Signs of clinical use and no blood was observed. The heater wire was observed to be flexed at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. The clear silicone insulation on both the cold and hot jaws was observed to be intact, no visual defects were observed. The device was evaluated for electrical/cautery function. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply (B)(4) at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The jaws were cleaned of debris and char gently with saline and gauze pad as indicated in the instructions for use. We were unable to observe any electrical issues or failure to energize for the complaint unit during our testing. A temperature and resistance test was conducted to evaluate the device function. The resistance value was measured at 0.68 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device, the reported failure ¿electrical issue" is not confirmed but was confirmed for the analyzed failure "material twisted/bent wire". Specific actions for the analyzed failure mode "material twisted/bent wire" are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 malfunctioned and wasn't providing continuous energy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.